Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred during the ablation of the right superior pulmonary vein (rspv). The ablation was stopped immediately. The procedure continued and the case was completed with cryo.  The patient's phrenic nerve palsy (pnp) was not fully recovered at the end of the procedure. The patient's hospitalization was not extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.